Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same day, the patient was treated in the emergency room for elevated blood glucose (bg) of 727mg/dl with nausea and tingling in the arms and legs associated with a motor issue. The patient was reportedly treated with intravenous fluids and insulin and discontinued the pump. Reportedly, the piston rod was not retracting. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with a motor issue.

Manufacturer narrative:
Follow-up #1 date of submission 08/29/2016-device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2016 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint; there was no evidence of the piston rod not retracting observed in the black box. A ¿no cartridge detected¿ warning was observed at 16:37 on (B)(4) 2016 and deliveries never resumed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The force sensor measured within specifications. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.